Event description:
It was reported that blood leaked from the bd nexiva¿ diffusics¿ closed IV catheter system's septum during use. The following information was provided by the initial reporter: "blood leaking out of the septum and vent plug. During insertion on 9 year old with 24g nexiva diffusics the nurse and patient noticed blood leaking out of grey septum and at the end of the integrated extension set with the vent plug still in tact. The pivc was still used for the procedure and worked well with no fluid or blood leaking out of either the septum or vent plug".

Manufacturer narrative:
H.6. Investigation: without defective sample or photo for us is very difficult to perform the sample evaluation and determinate the root of cause, for this reason we were not able to associate the reported defect to the mfg. Process. DHR for lot number 9277409 was reviewed and no qn related to leak on septum were documented. During the DHR review were verified some specific operations where the product is tested per leakage, this was performed in order to confirm if the product meet with the specified requirements and no issue were detected, this inspections were performed according quality control plan.

Manufacturer narrative:
Date of birth: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd nexiva¿ diffusics¿ closed IV catheter system's septum during use. The following information was provided by the initial reporter: "blood leaking out of the septum and vent plug during insertion on 9 year old with 24g nexiva diffusics the nurse, and patient noticed blood leaking out of grey septum and at the end of the integrated extension set with the vent plug still in tact. The pivc was still used for the procedure, and worked well with no fluid or blood leaking out of either the septum or vent plug."